Event description:
The catheter was placed about one year ago by the user facility's home health agency. According to the facility, their records do not indicated any problems with the catheter during use. The catheter was removed and discarded. The pt has since reported a problem with brachial nerve damage that was confirmed by a physician.